Manufacturer narrative:
Additional information: age/date of birth: (B)(6). Sex/gender: female. Device available for evaluation; returned to manufacturer on: 6/11/2019. Reporter (B)(6), health professional; occupation: physician. Device evaluation: the lens was observed under microscope and it was torn in the middle and with a haptic detached and missing. This condition is related to the removal process. Complaint is related to a patient condition and not to the lens. Complaint could not be verified. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed one other complaint was received under this production order; however, is not related to this complaint as it is related to debris/particle code. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting an intraocular lens (iol) into the patient's eye the capsular bag was unstable. The iol was cut out, removed during the same procedure and the surgery was completed successfully using a non-johnson & johnson replacement lens. Reportedly, the incision was enlarged, however, the patient is doing well. No additional information was provided to johnson & johnson surgical vision.